Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the flex video scope nozzle was clogged by a soft white rubbery material. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the white rubber- like material in the nozzle could not be determined. The reprocessing steps at the material residue point were not deviated from the instruction manual, and no physical damage was confirmed at the place where the foreign material remained. The event can be detected/prevented by following the instructions for use which state: instructions for use states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.